Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the physician found there was water leaking in the connection between the siphon guard and the valve during pre-testing. Therefore, it was changed with another of the same device. No patient injury and no surgical delay was reported.

Manufacturer narrative:
The valve was returned for evaluation: device history record (DHR)- lot 3926181, showed 1 nr-report when released to stock on the (B)(6) 2019. The nr report issues had no link to this complaint. Failure analysis: the valve was visually inspected; a lot of scratch marks and a hole was noted in the silicone housing around the siphon guard and around the valve casing. The position of the cam when valve was received was 30mmh2o. The valve was leak tested, leaked from the hole between the valve casing and the siphon guard. The root cause for the leaking from the connecting part between the siphon guard and the valve reported by the customer, is due to the holes in the silicone housing. The root cause for the marks/scratches and holes in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU: silicone has a low tear/cut resistance.

Event description:
N/a.